Event description:
Consumer called to report getting readings with plnk meter. Customer is not comfortable with the results. Analysis run on clark error grid using mean avg reading (186) as ref. Point vs. Bd readings of 297, 136, 156, 171, 172 yielded data points in the c zone of the grid outside of acceptable limits.